Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but the occlusion recurred. Customer's blood glucose was greater than 600 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer was hospitalized for elevated blood glucose and diabetic ketoacidosis (dka). Customer was intubated, extubated, received dka treatment, and was treated intravenously with saline and insulin. Multiple attempts were made by tandem technical support to follow up with the customer regarding hospitalization, but no response was received, and no additional information was provided.